Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg-2990i. In the event reported, the user stated that the right/left angulation is broken. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was return to pentax for further evaluation on service order 3137964 where the user narrative was confirm. The device was repaired where all defects found was remediated and returned to the user on (B)(6) 2022. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) buckled, the segment broken, and the root brace rubber cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint.